Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (527 mg/dl). Reportedly, the customer did not input the bg level into the pump when requesting a bolus, and only input carbohydrates. Customer stated a bolus will be delivered to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.